Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used on (B)(6) 2019 for hemostasis, hemostasis was successfully achieved. On 08/14/2019 during a follow-up, an ultrasound examination revealed that the collagen got into the artery and thrombus formed. The patient was monitored. The blood loss was less than 250cc's. There was no serious health damage, the patient's hospitalization was extended due to the event. The patient condition was reported to be unstable. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was reported to be unknown. There were no other devices used with the reported product.